Event description:
Pt had closure device (angio-seal) placed in right femoral artery post cardiac cathterization (2003) the pt presented back to doctor's office within 1 week of procedure with red, hot hematoma looking bump which was sore to the touch. The bump had a "pustulous" ooze.